Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead and right ventricular (rv) lead both exhibited no capture and high impedance. A fracture on both ra and rv leads was suspected. The ra and rv leads were both explanted and replaced. The replacement rv lead also exhibited high impedance and no capture. The replacement rv lead was capped and replaced. No patient complications have been reported as a result of this event.